Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient was experiencing a blood glucose (bg) value of 500mg/dl with ketones, was feeling nauseous and was vomiting. It was indicated that while using the replacement pump, the patient has been hospitalized once before on (B)(6) 2012. The patient's bg was reportedly within normal target range on (B)(6) 2012 prior to using the replacement pump. The following sequence of events reportedly occurred: on (B)(6) 2012, the patient's bg was reported to be 300mg/d; on the morning of (B)(6) 2012, the patient reportedly felt nauseous, was vomiting and went to the hospital. The patient reportedly tested positive for ketones at the hospital and his bg was reported to be 500mg/dl. The patient reportedly was treated via insulin drip, the bg value came down and the patient was released from the hospital on (B)(6) 2012. The patient reportedly started using the pump right after his release from the hospital and his bg was reported to be 200mg/dl. On (B)(6) 2012, the patient's bg was reportedly over 400mg/dl for most of the day except around 3pm when the patient's bg was reported to be 160mg/dl. On (B)(6) 2012, when the patient awoke, the bg meter remote reportedly read 479mg/dl, the patient reportedly felt nauseated, was vomiting and tested positive for ketones. It was indicated that a bolus was performed on (B)(6) 2012 and that insulin was leaking out around the cartridge cap. The reporter denied noticing any leaking at the time of hospitalization on (B)(6) 2012 and said, she was not sure where the leaking was coming from. There were no site/set or cartridge issues noted by the reporter. The reporter stated that for the past week, she has been changing out the site/set, the cartridges and the insulin vials and stated that the patient's bg values did not improve. The reporter stated that she did save the cartridges and the site/set. The reporter stated that she will not have the patient continue using the pump. Customer support (cs) advised the reporter that leaking insulin can cause bgs to elevate. The reporter was also advised by cs to review the pump history to see if the pump delivered the programmed amount. Cs instructed the reporter to have the patient discontinue the use of the pump and to go on a backup plan. It was noted that the pump, cartridge and infusion sets are being returned for troubleshooting. It was also noted that another pump is being sent to the patient. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy and due to the patient stating that the cartridges and the site/sets were leaking.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. There was no defect found on investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.